Manufacturer narrative:
A2,a4: patient age/dob <(>&<)> weight is unavailable at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a medial screw was placed on the left side of t11, during a t11 - l2 fusion to address a fracture at t12. The procedure involved the use a computed tomography scan with flouro registration, which showed all green values and good segmentation. The metric of the medialized screw was unknown. There was no patient harm or delay. Additional information received from a manufacturer representative reported that this case was due to an abnormality in anatomy.

Manufacturer narrative:
Including h11 comments regarding product analysis status. H3, h6: no products have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.